Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of misassembly was verified by visual inspection. Upon investigation of the roller clamp assembly, the roller wheel of the roller clamp was not assembled into the roller clamp assembly. A device history record review for model 24301-0007t lot number 20096744 was performed. The search showed that a total of 3,843 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause for the missing roller clamp is a misassembly issue at the manufacturing facility. A failure investigation has been conducted on the assembly issue and action items have been put in place to address the issue. Rationale: no CAPA was necessary. Failure investigation has been conducted on the assembly issue and action items have been put in place to address the issue under dir 10000380303 ver 00.

Event description:
It was reported that as lvp ss bag 20d low sorb ss tex 0.2m tubing was missing a piece. The following information was provided by the initial reporter: material no: 24301-0007t , batch no: 20096744. It was reported that the rolling clamp for a bd texium low sorbing filter tubing was missing a piece. This resulted in the inability to clamp the tubing to stop the flow.